Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd texium leaked. The following information was provided by the initial reporter: it was reported: ¿rn was giving IV push doxorubicin and dose was divided into 3 syringes (2 x 30 ml syringe + 1 x 20 ml syringe). When giving last portion of dose that was in a 30 ml syringe, drug began to leak between the white hub and the green tip. Fortunately this leak occurred at the end of administration and all of the drug in syringe was administered. Pictures in pharmacy keeper did not include outer wrapper with lot numbers of syringes used.¿

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.